Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device could not be reopened while applied to tissue. The surgeon then activated the knife to cut the tissue and bleeding occurred. The amount of blood loss was not provided. The site contact was not able to provided information as to whether the generator provided an end tone, indicating a completed seal cycle. Additional questions have been asked to the site contact in regard to the device and incident.